Event description:
Physician reported implant rupture diagnosed by MRI. The device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.further information from the reporter regarding device details, device return, device photos has been requested. No additional information is available at this time.reason for reoperation: rupture.

Event description:
Physician reported implant rupture. Unknown location of device. This relates to the left side

Event description:
Physician reported implant rupture. Unknown location of device. This relates to the left side

Event description:
Physician reported implant rupture.. The device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on posterior assessed as fold flaw opening. Additional observations: stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Physician reported, implant rupture. The device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.